Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure(variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. The audio tone/vibrate feature on the pump functioned properly during testing.

Event description:
The customer reported via phone call that the insulin pump had continue vibrating issue. The customer's blood glucose level was 174 mg/dl. Customer was able to rewind the insulin pump. The was assisted with troubleshooting. The insulin pump will be returned for analysis.